Manufacturer narrative:
Evaluation summary: one device returned for evaluation. No ts or suture were returned. Actuator is in the t2 pre-deployment position. The depth limiter is damaged at its distal end. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Although the failure mode cannot be confirmed, the described failure is related to CAPA(B)(4) which has been opened to track the root cause and corrective actions. This investigation is ongoing. (B)(4).

Event description:
Both ts released at same time. Additional information stated " while deployment of t1 and t2 only one deployed the other one did not deploy and stayed free so implant couldn¿t be removed from patient. Back-up device was used to complete the repair.